Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system was working within expectations, but the observed discrepancies could be attributed to the user taking monocycline and change in glucometer since the user's current glucometer was outdated. Customer care educated the user on proper calibration techniques and on how medications in the tetracycline class, including monocycline, may impact eversense readings and acknowledged that the system should not be used for treatment decisions while taking this medication as referenced in the user guide. The user was advised to continue using the system and to reach out if they had any further concerns. Per dms review, the user was using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.